Event description:
Pt had been treated with pain medications via epidural catheter. She was under the care of home healthcare. Catheter was placed by her physician. The catheter fell out at home on 9/21/98. Pt went to a clinic on 9/22/98, and was hospitalized for removal of remaining portion of catheter. Md retained device.